Event description:
The customer reported the fluoroscopic image was intermittently lost from the left "live" monitor. This issue will effectively eliminated the ability to view a real time image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor and image processor pcb assembly were evaluated and replaced. The system was tested and found to be working as intended and put back into service.